Manufacturer narrative:
The reported event of damage to the rv coil was confirmed. As received, a complete lead was returned in one piece. Visual examination found the right ventricular shock coil was offset/ damaged at the distal region. The cause of the reported event was due to offset/ damaged right ventricular shock coil consistent with procedural damage. X-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the initial implant procedure, the right ventricular (rv) lead was damaged. The physician suspected the damage to the rv lead was due to the anatomy of the patient resulting in excessive force required while positioning the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.